Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) will not power off when the power button was held. Also, the bsm was reported to be powering off and on for no reason while in patient use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: central nurse's station: model: cns-6201a, sn: (B)(6), device manufacturer date: 09/17/2015, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) will not power off when the power button was held. Also, the bsm was reported to be powering off and on for no reason while in patient use. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) will not power off when the power button was held. Also, the bsm was reported to be powering off and on for no reason while in patient use. No patient harm was reported. Investigation conclusion: based on the evaluation of the returned device, this complaint is confirmed. The root cause of the reported issue is due to sd card failure. A power issue due to sd card failure is an indication that the sd card is corrupted, physically damaged, or is experiencing a read/write resulting the device to malfunction and device struggling to access data leading to unexpected shutdowns. Sd card issues may occur due to corruption of sd card, sd card failure, improper insertion of the sd card and improper storage management. Time clock errors or software upgrade failure may result from sd card failures or insufficient memory (or lack of sd card in the device). Users may receive an error message stating sd card error, ram check error followed by flashing lights, disk status/read error, storage full error or a cylinder icon with an x. These failures could be resolved by replacing the sd card, reseating the sd card, clearing storage space on the sd card, and re-docking the input unit. The sd card is a replaceable component. Most common causes of sd card failure and sd card corruption are wear and tear of the sd card and improper or unexpected shutdown. Moisture, bending or dropping the sd card, storing the sd card in a high temperature environment or in direct sunlight may also cause sd card failure. Improper sd card seating or using unsanctioned sd cards other than those provided by nihon kohden may also cause the error message and icon to appear as the device is unable to properly read the sd card. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: central nurse's station model: cns-6201a sn: (B)(6). Device manufacturer date: 09/17/2015 unique identifier (UDI) #: (B)(6). Returned to nihon kohden: not returned additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) will not power off when the power button was held. Also, the bsm was reported to be powering off and on for no reason while in patient use. No patient harm was reported.